Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that noise, oversensing and pacing inhibition were detected on the right ventricular (rv) lead. It was noted there were no stored ventricular tachycardia (vt) events, but the patient's symptoms suggested pacing inhibition. The patient saw colors and experienced lightheadedness and dizziness. The pacing inhibition was not greater than 2 seconds. The patient is completely pacer dependent. The rv impedances and thresholds were stable. When the patient talked, noise was reproduced. The sensitivity was increased to 10 mv, and the physician continued to monitor the patient. Additional information was received that the patient continued to experience symptoms. There were no abrupt impedance changes, and there was no minute ventilation (mv) oversensing noted. The patient wore a holter monitor at night, and pacing inhibition was again noted. The duration of pacing inhibition was unknown. A venogram was performed, and it was noted the patient was occluded. The decision was made to turn off mv and the physician will continue to monitor the patient. If pacing inhibition occurs again, they will consider moving the system to the opposite side. At this time this rv lead remains in service and there were no adverse patient effects reported.

Event description:
Additional information was received that this right ventricular (rv) lead was surgically abandoned and replaced. The new rv lead was implanted on the right side and tunneled to left side. The root cause for the clinical observations was not determined. No additional adverse patient effects were reported.